Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a controller exchange and returned the batteries to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the devices met specifications. The returned controller (B)(4) passed visual examination and functional testing. System testing did not indicate any abnormal operation of the controller. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause is a communication error between the controller and battery. This is one of six reports (3007042319-2015-0384, 00412, 00411, 00409, 00410 & 00413) submitted for devices related to the same event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of six reports (3007042319-2015-00412, 3007042319-2015-00411,3007042319-2015-00409,3007042319-2015-00410 &3007042319-2015-00413) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient heard a repetitive alarm for the battery connection. The patient called the ventricular assist device (vad) coordinator to report the alarms and stated that the batteries had begun to switch from one port to the other. In addition, he had heard a critical battery alarm while he was waiting for the subway. The patient's batteries had been replaced previously however that did not solve the problem. A preliminary analysis of the controller log files showed five (5) incidents where the pump had stopped on (B)(6) 2015 as well as that the power was switching from one port to the other. The decision was made to perform a controller exchange which was done by the facility. The patient tolerated the controller exchange well and was provided with a replacement controller. The five (5) batteries were also removed from service and the patient was provided with replacement devices. The patient has expressed a "psychological burden" saying that he is "not confident enough in the system to go on vacation because he always has to replace the peripheral" devices. This is report 1 of 6.